Event description:
Consumer called to report accuracy issues with their plink meter. Their meter had been reading "hi" although consumer felt fine. Consumer had a seizure and ambulance was called for assistance.